Manufacturer narrative:
As reported, hemostasis was not achieved after using a 6f/7f mynx control vascular closure device (vcd) even after five minutes of manual compression. Additional manual compression was applied to complete the procedure. There was no reported patient injury. The device was used for hemostasis following a percutaneous transluminal angioplasty (pta) via an ipsilateral antegrade approach. A 6f non-cordis sheath was used. The deployer was trained on the mynx device. The femoral vessel's suitability was verified on angiography, including confirmation of the appropriate insertion angle of the vascular sheath introducer. The device was used in the femoral artery, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was the femoral artery. There was a little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The patient was on blood thinners. Other procedural details were requested but were not provided. The device was not returned for evaluation. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ could not be observed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Failing to achieve hemostasis immediately after vascular closure of an artery is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and the proper placement of the sealant at the arteriotomy. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported inability to achieve hemostasis. However, patient factors, pharmacological factors (patient was on blood thinners), and/or handling factors of the device are likely. Per the mynx control IFU, which is not intended as a mitigation, step 3: remove device states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, hemostasis was not achieved after using a 6/7f mynx control vascular closure device (vcd) even after five minutes of manual compression. Additional manual compression was applied to complete the procedure. There was no reported patient injury. The device was used for hemostasis following a percutaneous transluminal angioplasty (pta) via an ipsilateral antegrade approach. A 6f non cordis sheath was used. The deployer was trained on the mynx device. The femoral vessel's suitability was verified on angiography, including confirmation of the appropriate insertion angle of the vascular sheath introducer. The device was used in the femoral artery, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was the femoral artery. There was a little presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The patient was on blood thinners. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.